Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases, non penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "ruptured", "capsular contracture baker grade iii/IV", "acute change in the size", "deflation", "ptosis" and "hypoplasia". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "ruptured", "capsular contracture baker grade iii/IV", "acute change in the size", "deflation", "ptosis" and "hypoplasia". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Event description:
Healthcare professional reported left side deflation and capsular contracture, baker grade iii/IV. The device has been explanted.